Event description:
The customer reported experiencing recent elevated blood glucose values, with a value of 500 mg/dl. Occurring while sleeping. The customer did not wish to complete troubleshooting with the helpline at the moment, but it was advised to call back when possible after treating for the high blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.